Event description:
Additional information received reported the leads had migrated. One lead had migrated out of the epidural space, and the other had migrated up the epidural space from t8 to t6. The ins was not flipped and the patient was able to recharge the stimulator. A lead revision was performed on (B)(6) 2012 where the leads were moved to their original places. It was noted the lead anchors were not secured on the lead which caused the leads to slide through. The patient was doing well and was receiving effective therapy as of the date of this report.

Event description:
It was reported that the patient lost therapeutic effect. This occurred over the last few days prior to the date of this report. X-rays were taken. The lead was pulled down, and it was wrapped around close to the strain relief loop and anchor site. There was no report of a fall or trauma. An anteroposterior x-ray was taken of the implantable neurostimulator (ins) in the buttock and the battery appeared to be flipped. The ins was parallel in the pocket and was easy to palpate. Telemetry was possible with the patient programmer, the 8840, and the recharger. The recharger, however, could only get 0 bars of coupling as a maximum. The ins's battery was currently ¼ charged. A revision was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 355531 lot# n341533, implanted: 2012 (B)(6), product type screening device product ID, 3550-39 lot# n337788, implanted: 2012 (B)(6), product type accessory. (B)(4).